Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl due to needing settings adjustments the pump time was also incorrect. Low bg was addressed by consuming candy corn. Reportedly, customer consulted their healthcare provider who assisted in adjusting settings to better meet customer's needs.